Event description:
Please refer to the initial report.

Manufacturer narrative:
After sending the initial ca report it was reported to draeger that the concerned device is not a dräger device but a ge device. Consequently draeger has not performed any further investigation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, automatic ventilation was interrupted and a corresponding alarm was generated. The users continued to ventilate the patient manually and replaced the device. There was no injury reported.